Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2010 in patient's right eye. The lens was explanted on (B)(6) 2010 due to excessive vaulting. Subsequently, the patient had elevated iop, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4).